Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibted a high current drain of 63ua. A full download was completed, but there was no change in the current drain. No code errors were found. With a battery impedance of <1k ohms, the physician elected to monitor the patient.